Event description:
It was reported that during a laparoscopic assisted vaginal hysterectomy procedure, the device was used to seal the mesosalpinx, round ligament and ovarian ligament and were noted to be dry. The device was then activated on the uterine vessels using the audible tone cues and bleeding was found. The user attempted to coagulate without forwarding the blade and the bleeding continued. The device was then activated with audible tone cues to create a seal and more bleeding was found. The vessel was clamped with a surgical instrument and the procedure was converted to open. Upon completion, the mesosalpinx was noted to be bleeding when it was dry and the round ligament and ovarian ligament had opened up approximately 1-2cm. It is unknown how much bleeding occurred or if blood products were required. The procedure was completed open without the device and the patient is doing fine at this time. Device not released.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information not available, device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent rep advised that surgeon listens for tones; grasp tissue, activates (first tone); 2nd tone queue, forward I-blade; continue I-blade forward to end and then done. When bleeding seen, tissue grasped and activation button pressed (no blade advance) - tried this twice. Repeated three steps again, 4th attempt at signed, grasped, activated, heard 3rd tone was still bleeding (no blade advancement of I-blade). How long have surgeons been using the gen11 and unseal tissue sealer? Surgeon has used the unseal g2 tissue sealer in previous cases, 5 that I am aware of. This was 2nd surgeon¿s first experience with unseal g2 tissue sealer during a procedure, he did not fire the device, he was assisting surgeon during the case. The length of time they have used the gen11 is unknown. What difficulty was the surgeon experiencing when having trouble firing the device? Surgeon didn¿t express that she had trouble firing the device. When referring to the ¿tone cues¿, which tone is being referred to: tones 1, 2, and 3 were audible. Tone 1 was heard after surgeon grasped the tissue and pressed the energy activation button. After tone 2 was heard surgeon advanced the I-blade knife. Tone 3 was heard when the cycle was complete. Did the gen11 display any yellow alert screens during the procedure? No, yellow alert screens were observed. What was the size of the vessel or artery? Surgeon described a 4mm uterine vessel. Was the tissue thick, dense and fibrous? Surgeon commented that patient had tough tissue. Was this the only time during the procedure that hemostasis was not achieved? Surgeons described that hemostasis wasn¿t achieved at the uterine vessel, mesosalpinx, round, and ovarian ligaments. Was excessive grasping force used? Excessive grasping was not observed. How much blood was lost? (Cc¿s) unknown. Was the patient taking any anticoagulants, such as aspirin, anticoagulants, or antiplatelet agents)? If yes, specify prescribed medication. Unknown. Has the patient undergone any radiation/chemotherapy therapy? If yes, please specify radiation, chemo, or both. Unknown. Does the patient has a known coagulation disorder? Unknown. Has the patient taken any steroids? Unknown. What was the patient¿s pre-op hemoglobin and hematocrit? Unknown. What was the patient¿s post operative hemoglobin and hematocrit? Unknown. What is the current patient condition? Unknown.

Manufacturer narrative:
(B)(4). Added additional information on-site analysis performed at the hospital. The device was in good condition. The device's jaws opened and closed as expected with smooth unlocking and I-blade movement. The device was tested on the generator and passed all functional testing. The energy output delivered from the device was verified and the cutting of the test media performed as expected. All three tones were heard during functional testing (tone 1 is heard when the energy activation button is pressed; tone 2 is heard when tissue impedance threshold is reached; and tone 3 is heard when the cycle is complete). No yellow alerts screens displayed during any functional test. The device was found to be conforming.